Event description:
It was reported that a healthcare professional (hcp) phoned into tech services to report they were seeing an error message "wireless telemetry is no longer available for this device" and they were unable to establish wireless connectivity (wireless telemetry) with the patients implantable cardioverter defibrillator (ICD). Multiple programmers were tried and a company field representative also attempted to connect via wireless telemetry with the same results and received the same telemetry message. Scan-to-disc information received was reviewed by qualified personnel. "The telemetry module is a separate hardware module. The device is designed to function without the telemetry module. Device functionality should be unaffected except for wireless telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)